Event description:
The pt was first skin tested in 1996. The pt has had multiple treatments since then, including many treatments with zyplast in the glabella. The treating physician had the pt sign a statement, prior to the first treatment, that pt was made aware of the increased risk of vascular compromise when administering zyplast into the glabella. The pt's most recent glabellar application occurred in 2000. Immediate blanching was noted, but did not seem severe or more than expected. Within 3 days, there were moist pustules present around the injection site and the physician started the pt on oral tetracycline. The pt was traveling and was seen in another city by the reporting physician in 2000. Pt presented with a 2.0mm x 0.7mm scab at the injection site. The reporting physician diagnosed necrosis due to collagen impinging on an arteriole. No further medical intervention is planned.